Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt therapy pads (tes) were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes electrode failure) has been confirmed. Upon investigation, the electrode belt failed a te fall-off test. The cause for the failure was isolated to an improper solder joint where the pulse wires connect inside of ECG 'b'. The root cause for the improper solder connection could not be positively identified. An internal corrective action has been issued. No adverse event resulted from the defective electrode belt.